Event description:
During surgery, the doctor was attempting to apply a pennig wrist fixator that was purchased from a previous distributor for the product line. The screw that holds the most distal bone screw clamp fractured. A back up device was used and the case was completed without incident. Information received in april 1998 was insufficient to make a decision on whether or not a report should be filed. Upon receipt of the product in july 1998 and evaluation of new information, co decided to report this event.